Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump had a blank display. Troubleshooting was performed and the display did not return. The customer was advised to leave the battery out for two hours to see if the display returns. The insulin pump is not returning. The customer's blood sugar is not known.